Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: the full lead was returned in segments and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, when the atrial lead was placed, there was no sensing amplitude and no pacing with maximum output. The physician repositioned the lead many times with no change. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.